Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02oct2018. The manufacturer's field service engineer (fse) performed troubleshooting and was able to duplicate the reported event. The device was plugged into an outlet and stopped charging after one minute. The fse replaced the battery to address the finding; the device then passed electrical safety testing.

Event description:
It was reported that the ventilator battery was not charging. There was no patient involvement. The event date was not specified; estimate used.